Event description:
Reporter alleged obtaining discrepant blood glucose results of 341 mg/dl back to back with a result of 150 mg/dl when tests were performed within 3 minutes of each other on the compact plus system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.